Event description:
Customer reported that erroneous sodium and chloride results were generated by the unicel dxc 800 synchron system. The erroneous results were reported out of the laboratory. System calibration and quality controls were within specification prior to the event. All samples from the last calibration were retested on the facility's second system and yielded results within expectations. Twenty (20) amended results were issued. One patient had unspecified treatment based on the erroneous results. It is not known if there were any changes to the remaining 19 patients' care or treatment.

Manufacturer narrative:
No service call or examination of the system was conducted. The customer recalibrated the system and resumed normal operation with quality controls run every two hours. There were no further reports of erroneous results. Without an examination of the system or data to review - no root cause can be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This is one of twenty (20) individual medwatch reports being submitted as the customer reported 20 separate patient events. Reference the below MDR numbers for all associated events. MDR # 2050012-2008-00027, 2050012-2011-03934, 03935, 03936, 03938, 03939, 03940, 03941, 03942, 03943, 03944, 03945, 03946, 03947, 03948, 03949, 03950, 03951, 03952.